Manufacturer narrative:
.

Event description:
End user stated her batteries are no longer holding a charge. End user stated her power chair left her stranded 3 blocks from her house resulting in the end user having to contact her son for assistance. End user stated no injuries.